Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: a review of the pump black box and alarm histories showed that occlusion alarms had occurred. During testing, the pump performed the rewind, load, and prime steps without any issues. The pump was exercised for 24 hours without alarms occurring. A 29 hour flow accuracy test was performed and the pump was confirmed to be delivering within specifications. Unrelated to the complaint the battery compartment was observed to be cracked at the case seal. The pump was opened and no moisture or other damage was observed.

Event description:
The patient contacted animas on (B)(6) 2013 stating her blood glucose (bg) was ¿high¿ on the meter (>600 mg/dl) and she had been vomiting. The patient stated she had taken 5 units of insulin by injection for treatment of the elevated bg. The patient alleged the pump was emitting occlusion alarms. The patient reported changing the infusion set a total of five times in the past 8 days and the pump continues to give occlusion alarms every day. The patient reported that she was going to the hospital for treatment at the time of the call. The patient was advised to begin an alternate method of insulin delivery. The patient denied any issues with the site, insertion, or cannula being kinked. Troubleshooting confirmed the bolus was not completed the occlusion sensitivity was set to ¿low¿ and delivery set to ¿normal¿. This complaint is being reported because the patient experienced elevated bg as a result of use error; the pump emitted the appropriate alarm for occlusion. The patient did not respond properly to the alarm as advised in instructions for use.